Event description:
Per the information provided to co by the physician's office, the device was removed due to "device failure." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced with the same model prosthesis, produced by the same manufacturer.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 2/18/94 and revised on 8/8/97 due to a "malfunction". The info indicates that the device "would not inflate" and that the pt had "sst deformity." In the received info the physician stated that a "pinpoint puncture in one cylinder" was noted and that the "reservoir (was) empty." The physician also stated that the pt had reported difficulty using the device and had "stated that it had never worked properly." Additionally the physician stated that there was no info in the pt history that would have contributed to this occurrence. The physician also stated that the device was most likely not damaged during the explant procedure. A pump and two cylinders were returned for evaluation. Examination and testing of the returned components revealed a leakage site in the distal portion of cylinder #2's bladder. This leakage site consists of two small puncture-like separations. Examination of the surfaces of the separations revealed markings indicating contact with sharp instrumentation, i.e. Needle. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. Based on qa's examination and the physician's observations, qa concluded that the observed separations in the cylinder bladder could have allowed the noted fluid loss, empty reservoir, and subsequent inability to inflate the device. However, because the pt noted that the device "never worked properly," and no info as to when the inability to inflate the device was noted was provided, qa is precluded from determining the factors and/or circumstances that lead to the observed separations and from determining if these separations contributed to the reported event.